Event description:
It was reported that a high pacing threshold was observed on the right ventricular (rv) lead. The patient presented for a procedure to explant the rv lead. During the procedure, a decrease in blood pressure and pericardial effusion was observed. The low blood pressure was managed by addressing anesthesia but pericardiocentesis and transfusion were also required to regain stability. The rv lead was explanted. The system was removed with the left ventricular lead capped. The patient was to return at a later date to implant a new system. The patient was stable.

Manufacturer narrative:
The reported events were high pacing threshold and cardiac perforation. As received, a partial lead (only distal portion) was returned in one piece with the helix noted stretched. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix mechanism/ extension length test and tip stiffness test not performed due to condition of the partial lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The reported events were high pacing threshold, pericardial effusion and patient death. As received, a partial lead (only distal portion) was returned in one piece with the helix noted stretched. The reported event of high pacing threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix mechanism/ extension length test and tip stiffness test not performed due to condition of the partial lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the patient was found to be unstable, implanting new leads was not possible due to the patient's condition. The patient subsequently passed away on (B)(6) 2025, several days after the initial procedure. The patient had no active abbott product at the time of death. There was no known complaint by the physician. Further information was requested but was not available.

Manufacturer narrative:
Correction: section a: patient identifiers: a1, a3 and date of birth were updated.